Event description:
Amazon review. I got a dialysis catheter out in my chest while I await my fistula. I'm not supposed to get it wet, so I bought these. I got out of the shower to find the protective gauze I put on there soaked. I had better not get an infection because I was counting on this product to keep me safe.

Manufacturer narrative:
H3: product is not available for return or evaluation. The information was obtained from an amazon review and the customer can not be contacted for further information. Therefore, the information is limited to that which was contained within the review. Aquaguard is a one use, non-sterile product. As this is a home user, it is hypothesized that the use instructions may not have been followed, allowing for proper adhesion to the skin, thus allowing for water to reach the gauze. To further investigate this amazon complaint, and similar complaints, we have opened an investigation to address the home usage consumers. The instructions for use were reviewed and appear to be adequate for use of this product. Aquaguard is intended for showering only and is not recommended for submersion underwater. Aquaguard is not a replacement for primary dressings. For best results, a caregiver should apply the aquaguard product to the patient. Apply aquaguard to clean dry skin. Do not use lotion or cream before applying. Do not lift and/or attempt to reposition aquaguard after placement. Do not use if punctured or showing signs of wear. Please reference instructions for use (IFU) or IFU video for application details. If reused, it may not provide an effective barrier while showering. Manufacturer reference file (B)(4) h3 other text : product not returned.